Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed. Visual and microscopic inspection revealed that the device was missing the clip assembly, and the handle was broken. Additionally, the catheter was kinked and detached. No other problems were observed with the device. The reported event of the clip being unable to release from the catheter was not confirmed. Upon analysis, the clip assembly was not returned with the device. However, the catheter was found to be kinked and detached, suggesting that the physician may have encountered difficulties during clip deployment, which led to bending of the control wire. Potential contributing factors include the application of excessive force during deployment, the use of pliers to extract the control wire in an attempt to facilitate clip release, and other technique-related actions. Additionally, procedural factors such as scope angulation and overall technique may have significantly influenced this complication. Regarding the patient code "additional device required," this is considered an adverse event that is known and documented in the product labeling. Therefore, the most probable root cause of this complaint is classified as an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip did not fire after application. They required an accessory catheter at the end after removing the clip from the gastric mucosa to avoid damaging the endoscope. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6 (impact codes) has been corrected. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip did not fire after application. They required an accessory catheter at the end after removing the clip from the gastric mucosa to avoid damaging the endoscope. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip did not fire after application. They required an accessory catheter at the end after removing the clip from the gastric mucosa to avoid damaging the endoscope. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.